Event description:
There was no reported patient impact associated with this complaint. The user alleged that the pump did not maintain the correct date and time. The date and time read (B)(6) 2007 7:56 pm during the phone call to animas. The date and time is maintained accordingly when the battery is removed for less than 24 hours. This complaint is being due to the alleged incorrect date and time issue. It is not clear whether the incorrect date and time was due to use error or a product malfunction. The animas pump was requested back for investigation.

Manufacturer narrative:
The following information should be omitted from the previous report: the pump passes the force sensor calibration test.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump passes the force sensor calibration test.